Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, the blood glucose (bg) values being programmed by the customer were not being displayed in the pump history. There was no reported impact to the customer's bg level. Reportedly, the customer continued using the pump for continued insulin therapy.